Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were less responsive. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump was not delivering insulin properly and had a grinding noise on rewind. It was also mentioned that the battery cap was stripped. The insulin pump rejected battery and the customer had to change battery. The device will not be returned for analysis.